Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was no suture present when the plunger was removed. The sutures of one new proglide device was successfully pre-placed. The sheath was upsized to 18f and the tavi procedure was completed. It was reported hemostasis was achieved with the sutures of the pre-placed device and two non-abbott devices. Although it was reported the sutures of the device achieved hemostasis, the subsequent use of two non-abbott devices were necessary as the sutures of the proglide were not enough to achieve hemostasis on its own. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.